Event description:
The customer stated that the insulin pump had a blank display, an alarm and an audio tone. Troubleshooting was performed and the insulin pump alarmed again. The reported blood glucose reading was 274 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone after a battery was installed, due to moisture damage on the electronic assembly. The insulin pump had a corroded motor home switch. Unable to test for alarms due to the blank display.